Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that no device was returned for analysis, it was only received a distal portion of a blade. This returned blade portion was scratched. As no instrument was returned no functional testing could be performed and the reported error 5 instrument could not be verified. However, the device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. When the device is placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.

Event description:
It was reported that during a low anterior resection procedure, an error five was displayed during use. When the system check was performed after the hand piece which was used with the device was changed, no anomalies were found. So the device was activated, but an error five occurred again. After that, when the device was activated out of the patient's body after the system check was performed again, an abnormal sound was heard from the connection part between the hand piece and the blade. Then the blade was broken off. As the blade was broken off out of the patient, no pieces were left inside the patient's body. There were no adverse consequences to the patient. Unknown how the procedure was completed.